Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2012 and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that on (B)(6) 2011 she was taken to the hospital with blood glucose (bg) over 500 mg/dl and chest pain. The patient stated that on (B)(6) 2011 her bg was elevated and she experienced nausea, abdominal pain, shortness of breath, and weakness. There were no reported bg values for (B)(6) 2011, and the patient stated that she thought she had the flu. She stated that on (B)(6) 2011 the symptoms continued and she had chest pain and high ketones. The patient was reportedly taken to the hospital on (B)(6) 2011 when the symptoms continued, and was diagnosed with diabetic ketoacidosis. The patient reportedly has a number of health issues and is on several medications. At the time of the call to animas customer support on (B)(6) 2011 the patient was reportedly still on insulin pump therapy, but was to be removed from the pump and placed on an insulin drip. The patient's bg at the time of the call to customer support was 346 mg/dl, and she had been bolusing with an insulin pen for elevated bgs. Customer support reviewed the pump with the patient and found that the pump was functioning appropriately. A review of the pump history indicated frequent auto-off alarms had occurred. The patient stated that she was not always aware that the auto-off feature had engaged, and did not always immediately resume insulin pump therapy after an auto-off. There is currently no indication of a pump malfunction, and the pump is not being returned at this time. This complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy. Use error cannot be ruled out as a cause or contributor to the reported bg excursion. The patient stated that she changed her cartridge, site, and set on (B)(6) 2011 prior to going to the hospital, and noted that the cannula had come out of the insertion site. This likely also contributed to the elevated bgs. Animas does not manufacture the infusion set but will forward the complaint to the relevant manufacturer.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.